Event description:
The surgeon reported complications during the planned removal of two pectus bars and two stabilizers after 3.5 years of implantation. There was calcification on both sides, after a large amount of dissection they removed the inferior bar. After removing the upper bar the patient started bleeding from the left incision. Sponges were inserted through the pathway and they waited thirty minutes, after 500 cc of blood the bleeding stopped. During the closure of the incision the patient experienced hypotension and bradycardia. An echocardiogram was ordered and there was no collection in the pericardium and cardiac functions were normal. They identified effusion on the left side, a chest tube was inserted in the left side and 700 cc hemorrhagic effusion released. The patient was discharged on day three postoperative. The surgeon has not confirmed that the pectus bar and stabilizers are distributed by biomet.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of two for the same event.